Manufacturer narrative:
The returned inliven was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device was noted to be part of the ingenio high battery impedance advisory. As such, this patient was monitored closely. When the estimated battery longevity of this device was showing less than 3 months remaining, a revision procedure was scheduled and this device was explanted and replaced. This particular device was in service for more than 9 years, surpassing its longevity expectations. No additional adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion behavior. The battery longevity of this device was showing less than 3 months remaining, and was subsequently explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.